Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior paravaginal repair procedure using a repliform graft with a capio open access suture capturing device, the teleflex suture would not load into the capio, and therefore, the needle would not fire. Then, once the needle did fire, it detached when the physician tried to place the capio suture in the arcus tendineous. An x-ray showed the needle was inside the patient. The physician re-opened the incision and tried unsuccessfully to locate the needle. The procedure was completed with another capio open access suture capturing device, with no further complications to the patient, who is reportedly "fine" post-procedure.